Event description:
It was reported that post a stenting treatment procedure, a patient death occurred. In (B)(6) 2009, the 75% stenosed, 3x10mm lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x10 flextome balloon. The physician implanted a 3.0x12mm taxus express2 stent. A 3.0x10mm non bsc balloon was used to post dilate the stent. The stent was well apposed. Following the procedure the medications given included: aspirin and clopidogrel. No patient complications were reported. Patient was prescribed plavix. In (B)(6) 2011, the patient was found dead. An autopsy was not performed. In (B)(6) 2011, the physician was made aware of the death. The physician reported the possibility of stent thrombus was low because the patient had heart disease, diabetes mellitus. Also, arrhythmia would be related to the patient death. The cardiac function of the patient was originally bad (lvef: 25%). Therefore, there was possibility that the patient had a cardiac depression and ventricular tachycardia. The physician reported no relationship between the taxus express2 stent and the patient's death.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).